Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the identified incomplete cannula tang engagement as well as the reported and identified failures. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the device allegedly failed to obtain samples. It was further reported that the procedure was completed with another device and a coaxial was used. There was no reported patient injury.